Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor according to recommendations from zoll manufacturing corporation. Upon investigation the electrode belt's distribution node pca was found to be defective. The root cause for the defective pca was unable to be positively identified. There was no adverse event associated with the belt malfunction.

Event description:
During review of a distributor's service report a reportable malfunction was found.